Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant of the implantable pulse generator (ipg) system, an infection of the pocket occurred. The ipg system was explanted. No further patient complications have been reported as a result of this event.